Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead during routine generator replacement. Patient was asymptomatic. Electrical function of the lead was tested and observed with no anomalies detected. Lead was explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
External insulation abrasions were noted at 13.0-13.6cm and 17.7-18.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasions were noted at 18.1-19.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.